Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 61 mg/dl. The customer took glucose tablets. The customer stated that they thought the pump would make automatic changes to the insulin dosage. It was indicated that the customer would contact the healthcare provider regarding adjusting settings.